Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the event was undetermined. The patient¿s weight at the time of the event was (B)(6) pounds. The rep had no further information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a power on reset message with a 4 in it. The message had been cleared successfully. The indication for use was non-malignant pain. No patient symptoms reported.